Manufacturer narrative:
Siemens filed the initial MDR on 16-apr-2019. Additional information (14-may-2019): siemens further investigated the issue and analyzed the instrument files. The instrument files portrayed a potential sample level sensing issue, however siemens determined that it was not expected that a sample level sensing issue contributed to the discordant, falsely elevated carcinoembryonic antigen (cea) result. There is no indication of an instrument malfunction. Siemens determined that pre-analytical sample handling variables potentially contributed to the discordant, falsely elevated cea result. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on a patient sample on an immulite 2000 xpi instrument. Quality controls were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse did not find any evidence of an instrument malfunction. The cause of the discordant, falsely elevated cea result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated four times on the same instrument, resulting lower. The repeat results were averaged, and the averaged result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cea result.